Event description:
Procedure type: veterinarian (canine). According to the reporter: the mesh allegedly appeared to erode through the stomach area. The owner stated that it was approximately one year ago that the procedure was completed and that his pet may require re-operation.

Manufacturer narrative:
(B)(4).